Event description:
It was reported that a symptomatic patient reported to the ER. The patient did not receive therapy from the device. Interrogation revealed back up vvi mode without hv support. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was caused by a power on reset. Device function was tested on the automated test equipment and the device was found to be normal. The cause of the power on reset could not be determined.